Manufacturer narrative:
The insulin pump was received with no down button response due to flattened down button dome switch. Unable to verify for history anomaly and unable to perform the excessive no delivery test due to no down button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had history anomaly. Customer stated data was not being saved. The blood glucose at the time of the incident was 96 mg/dl. Troubleshooting was performed. The insulin pump was uploaded through carelink. The device was returned for analysis.